Event description:
On (B)(6) 2025 the patient's son in law called inogen to report the patient device g3hf, did not have a yellow light or any error codes but noticed it was not producing enough oxygen. Then son in law stated that due to that the patient was hospitalized for 4 days. The patient received a replacement and is currently back home recovering.

Manufacturer narrative:
The unit was received for investigation on december 15, 2025. The unit was received as service needed, which it was confirmed due to contaminated zeolite indicating zeolite absorbed too much moisture and muffler was blocked by dust. These factors contributed to high column pressure and resulted in low internal and external oxygen output. The patient received a replacement unit.